Manufacturer narrative:
D8.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There was no patient consequences reported.